Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was not charging. Customer replaced cable to resolve issue. There was no adverse impact to customer's blood glucose.